Event description:
It was reported that the procedure was being performed on a male patient. The patient had fell off the roof at home, possibly as a result of an accidental electrocution. Emergency medical services (ems) brought the pt to the emergency department (ed). The patient had a brain injury and front skull fracture and was emergently intubated in the ed. During the attempted placement of the central venous catheter (cvc) into the left subclavian, they experienced difficulty when attempting to thread the catheter over the spring wire guide (swg). The swg became unraveled during removal. As a result, the catheter and swg were removed as one. During an attempt at placement of the cvc into the left femoral, they were unable to aspirate the line at the distal port; however, they were able to flush the line. As a result, the catheter was exchanged successfully at the same site. Attempts at cvc placement was approximately two hours after arrival at the ed. There was no patient death and no patient complications reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.